Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement and rewind tests. Offered the caller to have the insulin pump replaced, but she sates that it appeared to be working fine, and would monitor it. Nothing further was reported.